Event description:
It was reported, the flex deflectable videoscope has no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image, a noise in the image occurred, the video connector case, light guide (lg) cover glass, lg connector, switch 1, right/left (r/l) lever, angulation lever, r/l plate, up/down plate, grip, and control unit all have scratches, due to damage on forceps elevator lever(surgical products); bending section cannot be fixed firmly, label on the video connector is peeled, video connector case has a crack, switch 1 has discoloration, and adhesive on the bending section cover has a chip. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "no image due to noise" and phenomenon 2 "no image due to blackout" likely occurred because the image sensor unit may be damaged (broken wires, etc.) Due to usage stress, external factors, or handling, or the components mounted on the electrical board (integrated circuit (ic) chips, capacitors, etc.) May be malfunctioning. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event1,2 is described in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.